Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d2a.common device name submitted as camera head should have been video adapter, d4 - serial number submitted as 772880 should have been ni since serial number updated to unknown. The device was returned to olympus for inspection and the reported failure was not confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head's image disappeared, it had a darkened image and the visual field suddenly was lost. The issued occurred during preparation for use for an unspecified diagnostic procedure that was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported that the camera head's image disappeared, it had a darkened image and the visual field suddenly was lost. The issued occurred during preparation for use for an unspecified diagnostic procedure that was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.